Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D4: lot #: requested, not provided. D4: expiration date: unknown due to the unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: reporter name: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to the unknown lot number. Since it was unknown whether the actual device was contaminated by infectious agents, it was not possible to open the package to confirm the condition of actual device. Visual inspection of the actual device from the outside of package: there was a fractured piece at the distal end of actual device that was likely to have come from the combined device. No anomaly was found in other sections that were able to confirm. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past three years, we have not received any similar complaints of the involved products caused by the manufacturing process. Since the lot number was unknown, the manufacturing record and the shipping inspection record of the actual device could not be investigated. In addition, since detailed investigation of the actual device could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the guidewire was difficult to insert when attempted to pass through the pr-v418q (cannula: olympus). The reported event did not result in patient injury and/or require medical or surgical intervention. The procedure outcome was not reported; however, the patient was not harmed.